Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular retrieval procedure, the stent sfr4-3-20-10 experienced several issues. Initially, there was significant resistance when the stent entered the microcatheter, although it eventually went in. The thrombus was not completely removed, and it was discovered that the first section of the stent was broken. Upon attempting to re-enter the microcatheter, the stent could not be inserted. After removal, it was found that the stent was severely deformed and could not enter the microcatheter. No patient complications have been reported as a result of this event. Additional information received reported that the cause of the resistance/damage was not determined. The patient¿s baseline (tici, n ihss etc.): tici level 1, nihss 9 points. The patient¿s post-thrombectomy condition (tici, nihss, etc.): tici level 3, nihss 1 point. The stent was kinked and severely deformed. A continuous saline flush was administered and maintained as indicated in the IFU.